Event description:
The customer reported that the unit would not turn on.

Manufacturer narrative:
The customer reported that the unit would not turn on. The unit was evaluated by a phillips rep. The reported issue was resolved by replacing the optical switch.